Event description:
There was a repair necessary on the CT scanner. Originally, the engineer thought the tube was blown and, after it was replaced, he realized it was not the tube, but the tank. A tank was ordered and repairs were completed. Scans were performed for the following two days. Began noticing image quality issues on the second day. Contacted ge - engineer came in the next day and ran a qa scan. Found air bubbles in the oil line which was causing images to look as if there was pathology.the engineer removed air bubbles from oil and ran another test scan, then turned the scanner back over to the department for clinical use.